Event description:
Received report that facility experienced incident of secondary medication backflowing immediately into primary bag. No patient injury or medical intervention was associated with this incident. No additional information is available.

Manufacturer narrative:
This report represents all information known by the reporter at this time. Review of the complaint history reveals other reports have been received for this product for the reported issue.